Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms in triad during a device check at the clinic, however only in-range measurements were observed via remote monitoring. The shock vector was switched to rv-coiil-to-can. Following this change, multiple shock impedance measurements were taken and in-range measurements were observed (112 ohms, 111 ohms). This crt-d system remains in service. No adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited gradually increasing shock impedance measurements following the recent change in shock vector, and an additional high out-of-range shock impedance measurement of 125 ohms was observed recently. There was no evidence of noise. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This crt-d system remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited gradually increasing and out of range shock impedance measurements greater than 125 ohms, possibly due to lead calcification. Slightly elevated rv threshold measurements and pacemaker mediated tachycardia (pmt) episodes were noted as well. Technical services (ts) reviewed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms in triad during a device check at the clinic, however only in-range measurements were observed via remote monitoring. The shock vector was switched to rv-coiil-to-can. Following this change, multiple shock impedance measurements were taken and in-range measurements were observed (112 ohms, 111 ohms). This crt-d system remains in service. No adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited gradually increasing shock impedance measurements following the recent change in shock vector, and an additional high out-of-range shock impedance measurement of 125 ohms was observed recently. There was no evidence of noise. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This crt-d system remains in service. No adverse patient effects or interventions were reported at this time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms in triad during a device check at the clinic, however only in-range measurements were observed via remote monitoring. The shock vector was switched to rv-coiil-to-can. Following this change, multiple shock impedance measurements were taken and in-range measurements were observed (112 ohms, 111 ohms). This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.